Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the user experienced resistance when filling a cartridge. The user was able to successfully fill the cartridge. Reportedly, the customer uses apdira insulin. There was no impact to the user's blood glucose level.